Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system prompted over temperature and autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp. The all manifold test passed. The unit was setup operating with a balloon over night. The unit operated without any alarms. The iabp was returned to the customer and cleared for clinical use.